Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing high out-of-range shock impedance measurements greater than 125 ohms, with the most recent shock impedance measurement of 156 ohms. Rv pace impedance measurements were within range, and x-rays taken were unable to identify the cause of the high out-of-range shock impedance measurements. The patient was scheduled for a cardiac resynchronization therapy pacemaker (crt-p) upgrade, and the rv lead was surgically abandoned and replaced during the same procedure. No additional adverse patient effects were reported.